Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect anatomy, incorrect removal. Estimated weight of the patient who was reportedly obese at approximately (B)(6). The inability to advance the recovery catheter (rc) can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. It was noted that the device could not cross the non-abbott stent which may indicate that this issue was due to device interaction. However, no determination can be made as to the cause of the reported difficulty. In this case, after the failure to advance the rc, the physician removed the filtration element in the open state without retrieval. This is not the technique described per the instructions for use (IFU). In this case, the physician felt it was operationally necessary to do so, since he could not advance the rc. The removal of the filtration element in the open state led to the entanglement with the stent and subsequent explantation of the stent. Per the IFU, the emboshield nav6 embolic protection system is not indicated for saphenous vein grafts. In this case, there is nothing to indicate that this use led to the failure to advance for the rc (or therefore, the subsequent device and patient issues). Bradycardia is a known possible patient effect associated with carotid procedures as listed in the IFU. Review of the finished product lot history record revealed no nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot.

Event description:
It was reported that during advancement of the emboshield nav6 recovery catheter (rc) during a stenting procedure in the saphaneous vein graft to the right coronary artery, the rc could not pass through the non-abbott stent. After unsuccessful attempts with two balance middleweight buddy guide wires, the emboshield nav6 rc was removed and another rc from an rx accunet was inserted. The physician attempted to remove the emboshield nav6 filter even though the filter was open and caught the filter on a non-abbott stent strut. The physician pulled harder and pulled the filter out without using the rc which also pulled the non-abbott stent out of the patient's anatomy. The vessel remained open and an additional non-abbott stent was successfully deployed where the explanted stent had been. During the procedure, the patient was treated with atropine and fluids for bradycardia which resolved immediately. There was no adverse patient sequela. Though requested, there was no additional information provided.